Manufacturer narrative:
The device was evaluated by a field service rep. The power plug was opened and a wire was loose. The plug was repaired and the device was returned to service after it passed functional and safety tests.

Event description:
It was reported that there was excessive sparking from the power plug. This was discovered during service. There was no pt involvement or adverse consequences related to this event.